Manufacturer narrative:
Analysis of the catheter noted the complete catheter was received but was in segments. The most distal segment consisted of the dispensing holes and the attached anchor which confirmed that the original allegation was incorrect. Two of the returned segments had what appeared to be electrocautery damage to their surfaces, indicating this occurred during the explant procedure. Miscellaneous acceptable testing was performed and no significant anomaly was found.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2012-(B)(6), explanted:2013-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that a catheter issue occurred. It was initially reported that there was a catheter break at the distal segment and it was originally thought by the healthcare provider (hcp) that a portion of the catheter had sheared off and was in the intrathecal space. It was later reported that the catheter had been replaced on (B)(6) 2012 and the catheter was not sheared off as interpreted from the earlier x-ray imaging. There were no patient symptoms reported with the event. The medication being delivered was lioresal. Additional information has been requested however was not yet available at the time of this report.